Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of an ar-1318ft corkscrew®, batch 15442197, with a broken anchor. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to the misuse/mishandling of the device. The method of bone preparation and the quality of the bone encountered were not specified in the information provided. The most likely cause is attributed to use-related factors, including: improper bone preparation, deviation from the recommended surgical technique during the knotless mechanism conversion process, and/or application of excessive force during suture passing, tightening, or tensioning.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1318ft micro corkscrew suture anchor came loose from the stem and rolled away during use. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.